Event description:
It was reported that the patient had less than 50% relief. In addition, the patient reported that the leads were stinging and contracting muscles. The patient was requesting programming before deciding to proceed with explant. An impedance test revealed that contact 3 was higher than others by a ¿great amount¿ at 7,600 ohms. Contact 11 was >10,000 ohms. It was unknown which lead was involved. The company representative was able to program around those contacts. The patient was happy with the new programs and will assess these prior to having the system removed. The patient was doing fine at this time and was alive with no injuries. Additional information about the outcome was requested. If received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3888-33, lot # v601350, implanted: (B)(6) 2011, product type lead; product ID 3888-33, lot # v603222, implanted: (B)(6) 2011, product type lead; product ID 3888-45, lot # v583006, implanted: (B)(6) 2011, product type lead; product ID 3888-56, lot # v546810, implanted: (B)(6) 2011, product type lead; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3888-33, lot # v601350, implanted: (B)(6) 2011, product type lead; product ID 3888-33, lot # v603222, implanted: (B)(6) 2011, product type lead; product ID 3888-45, lot # v583006, implanted: (B)(6) 2011, product type lead; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3888-56, lot # v546810, implanted: (B)(6) 2011, product type lead. (B)(4).